Event description:
A confirmed motor stall with no motor stall recovery was noted in the event logs. There were no previous motor stalls. It was also reported that the hcp was unable to aspirate the reservoir. The expected reservoir volume was about 2.3ml. The hcp was only able to refill the pump with about 17ml. The pt experienced withdrawal with increased pain. The pump was replaced. The pt recovered without sequela. It was unclear what medication was used in the pump.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.